Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned instrument shows sign of repeated use. The impactor head was fractured. Device was submitted for further analysis. Analysis determined that the fracture might be due to overload. Material analysis conforming to print. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total knee arthroplasty the quick connect handle fractured off while impacting the definitive femur. There is no additional information available at this time.